Event description:
A 26 mm diameter x 15 mm diameter x 16.5 cm length aneurx bifurcated stent graft with xpedient delivery system and its components were implanted into pt for the endovascular treatment of an abdominal aortic aneurysm in 2004. The iliac arteries were reported to be tight and the aortic neck was 1.5 cm in length. Aneurysm morphology is unk. It was reported that all the devices were inserted in the pt without the use of an introducer sheath and a lot of resistance was felt while retracting the runners after deployment of the bifurcated stent graft. The device was pulled down approx 1 cm (into the aneurysmal sac): therefore, an aortic cuff was deployed below the level of the renal arteries; however, there was a gap present between the bifurcated device and the aortic cuff. A second aortic cuff was implanted to cover the gap between the two devices. After the last delivery system was removed from the pt the physician found that the pt's right iliac artery was dissected. The physician elected to convert the pt to open repair. No additional clinical sequelae were reported, and the pt is reported to be fine.